Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that both tibial impactor screws (that hold onto the plastic piece) broke. No delay was reported. No consequences or impact to the patient or the user was reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found 8 similar complaints reported with this item 32-420932. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: the event reports tibial impactor screws broke. Risk management report skn002.rmr.04 rev 04 and I/o table uf0591, skn002b rev 07 documents the estimated residual risk associated with the device within the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states instrument broken. Lines 4.1.1.4, 4.1.1.5, 4.1.3.1. Of risk file I/o table uf0591, skn002b rev 07 relate to the reported event. The details of the reported event do not allege that there was any patient harm or delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in the attached rmr. The outcome of this complaint is considered to be within the severity of the rmr. If further information regarding the root cause of the reported event are provided risk should be re-assessed.

Event description:
It was reported that both tibial impactor screws (that hold onto the plastic piece) broke. No delay was reported. No consequences or impact to the patient or the user was reported.